Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1138218. Medical device expiration date: 05/31/2026. Device manufacture date: 05/18/2021. Medical device lot #: 1132252. Medical device expiration date: 05/31/2026. Device manufacture date: 05/12/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle broke off during use. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the needle pe was broken and thus it could not be inserted for injection. The lot number is either 1138218 or 1132252."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1138218. Medical device expiration date: 05/31/2026. Device manufacture date: 05/18/2021. Medical device lot #: 1132252. Medical device expiration date: 05/31/2026. Device manufacture date: 05/12/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle broke off during use. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the needle pe was broken and thus it could not be inserted for injection. The lot number is either 1138218 or 1132252."

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle broke off during use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle pe was broken and thus it could not be inserted for injection. The lot number is either 1138218 or 1132252.".